Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples and photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements h3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during using the tube, it found that the tube had no draw.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during using the tube, it found that the tube had no draw.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.